Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a consumer stated "I cannot see" with this lens. The lens was removed and replaced in a second procedure. Additional information was received from the surgeon.

Manufacturer narrative:
Evaluation summary the product was not returned for analysis. Results from the product history record review indicated the lot met release criteria. The customer indicated the use of an approved cartridge with an unapproved handpiece and unapproved viscoelastic. Product history records could not be reviewed for the associated cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined for the complaint of 'cannot see with this lens". It is unknown if the product was damaged. The file indicates the use of an unapproved handpiece and viscoelastic used to deliver this lens. The use of unqualified combinations of product is a failure to follow the dfu and may result in lens delivery difficulties or damage. (B)(4).